Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The lot number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The device instructions for use under the preparation for use section states, "inspect and prepare the catheter to be used according to the manufacturer's instructions. This includes flushing the catheter to be used with a saline solution." As noted in the device instructions for use (dfu) precautions, "free movement of the guidewire within a catheter is an important feature of the steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." And, "do not torque, advance or withdraw the wire if significant resistance is felt, torquing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors along with the patient's anatomy may have impacted on the event as reported. The patient information was not provided. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
The device was traveling through a calcified lesion over the wire. It got clogged down to the point where it kind of stuck on the wire and kinked the wire. They took the device and the wire out and just used different tools for intervention. This happened during the procedure and inside the patient's body. The patient was fine. No complication.